Event description:
The customer reported via phone call that he was hospitalized with a blood glucose of 1100 mg/dl on (B)(6) 2015. Customer was eating and thought the pump would deliver insulin by itself. Customer was told by the doctor that he had to bolus to get his meal time insulin. Customer's blood glucose is now 104 mg/dl. Customer stated that he had a foot infection and had high blood glucose due to not taking insulin with the pump correctly as he thought the pump gave him insulin automatically. Customer stated that the main reason for the hospitalization was due to his foot infection, which they got it under control with antibiotics. Customer stated that it was his fault since he misunderstood the directions. Customer was released on (B)(6) 2015 and asked not to use the pump by the hospital. Customer was wearing the pump at the time of the hospitalization and stated that he had his toe cut off. Customer was asked by the hospital to stay on insulin shots until he sees his health care professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.